Manufacturer narrative:
Model #: csk-tc10 lot#: 080713 description: csk tc electrode, 10cm quantity: 2 model #:csk-tc10 lot#: 030613 description: csk tc electrode, 10cm quantity: 1.

Event description:
A report was received that multiple electrodes were no longer working. Device analysis revealed that all 3 electrodes have shafts broken from the hub.